Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of reused equipment and peritonitis in a patient coincident with dianeal ultrabag 2.5% (dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapy. On an unreported date, the patient began treatment with dianeal ultrabag 2.5% (dose and frequency not reported) therapy intraperitoneally (ip), for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) customer services, the following was reported. On an unreported date, the patient reused the equipment. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was reused equipment. A peritoneal effluent culture was not performed, prior to the start of antibiotic therapy. The patient was not hospitalized for the event. The patient was treated with inj vancotroy (2 gm, stat and repeated on 7 day, ip), inj fortum (1 gm/ day, ip, for 14 days and kept for 6 hours). It was reported the patient was recovering.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown, therefore 510k number is unknown. This complaint for a report of a use error - reuse of single-use product is confirmed because it was reported that there was a reuse of single use products; however, the assignable cause code could not be determined, since it is unsure why the patient had reused the single use products. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.